Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent a scrotum flap procedure and suture was used. The suture dissolved during the procedure over a ten-minute timeframe. The knots held but the suture in the tissue dissolved. The procedure was completed with another like device. There were no patient consequences reported.

Manufacturer narrative:
Representative samples were examined. The needles were attached to the sutures. The swage area of the needle/sutures was examined for visual inspection attribute defects and no attachment defects were noted. Sutures were dispensed without problems and examined along of the strand and no defects were found.